Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted the ilioinguinal nerve appeared plastered to the previously placed mesh. He was unable to remove some portions adequately. The cord structures, including the spermatic cord, were all plastered to the mesh. The ilioinguinal nerve was required to be sacrificed in order to conduct an adequate dissection and safely preserve the cord structures. The mesh was incorporated into several areas. It was reported that the patient experienced chronic pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/06/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.